Event description:
A customer reported via phone call indicating that the battery thread on their insulin pump is broken. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to motor leaking oil and contaminating the motor home switch. Unit received with cracked case at display window corners, display window and reservoir tube. Unit received with broken reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing reservoir tube lip o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.